Manufacturer narrative:
The concomitant products: carto 3 system (serial# (B)(4)), coolflow pump (serial# (B)(4)), acunav catheter 10135910 (unknown lotl#), cs catheter bd710df282ct (unknown lot#), all the catheters were disposed of. (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient¿s blood pressure dropped approximately 50 minutes after post transseptal during the case. Echo confirmed pericardial effusion. Pericardiocentesis was performed and approximately 1200 ml of fluid was removed.